Manufacturer narrative:
This supplemental report is being submitted to provide corrections for the initial report and the legal manufacturer's final investigation. Corrected field: b5, h4, and h6 (type of investigation), device was not returned. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation for a cystoscopy.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis exera ii xenon light source front panel lights are blinking. The unspecified intended procedure was diagnostic and there were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported the evis exera ii xenon light source front panel lights were blinking. Through troubleshooting with the olympus representative, it was asked if the slide in the scope socket was pushed back without a scope and it wasn't. It was suggested that the device be returned for evaluation and repair; however, the customer declined and indicated they will do it later, therefore the device will not be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.